Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload cartridge that contained less than 80 units of insulin, and caller was not aware of total insulin amount before pump update. There was no adverse impact to the customer's blood glucose level. Caller did not attempt to load new cartridge and no additional information was received regarding further actions or event outcome.